Manufacturer narrative:
(B)(4). Device evaluation: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy logs, the cause of the iipv found was determined to be insufficient drain due to use error as the tidal ultrafiltration removal was set too low. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The labeling review found the labeling to be adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration reading was 1642ml, indicating the home patient (hp) drained 1642ml more than their programmed fill volume of 2000ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient is seen every week, however, he has never mentioned any symptoms of overfill. The writer advised the nurse of the probable cause found during evaluation. The patient has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4).the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.